Manufacturer narrative:
The service engineer (se) reported that the issue was found during preventative maintenance. No patient involvement reported. The se reported that the device was charging the battery, but after four hours, the battery does not charge more than 12 volts. Repair is still pending.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. It was unknown how the issue was found. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure. It was noted that a battery has been ordered, and the repair is still pending.

Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The service engineer reported that the battery was replaced. The system meets the specification for the performed service and is returned to use.